Manufacturer narrative:
Citation: mylotte, d. Md et al. Transcatheter heart valve failure: a systematic review. European heart journal (2015) 36, 1306¿1327 doi:10.1093/eurheartj/ehu388 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding transcatheter heart valve failure. All data were collected from a database literature search that reviewed articles published between 2002 and 2014. Seventy publications were identified and included corevalve and non-medtronic transcatheter bioprosthetic aortic valve implantations. Serial numbers were not provided. It was reported that a non-medtronic valve was implanted valve-in-valve into a 21mm hancock due to abnormal leaflet function. No additional adverse patient effects or product performance issues were reported.